Manufacturer narrative:
Dtmb1q1 crt-d implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post device replacement of the cardiac resynchronization therapy defibrillator (crt-d) a suspected infection occured. The crt-d system was explanted and a temporary right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event.